Event description:
It was reported to vyaire medical that the avea ventilator is having issues inflating the esophageal balloon. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). Results of investigation: the suspect device was not returned for evaluation. However, the customer was advised that the biomed need to check and calibrate the transducers on the epm and generally ensure that all is connected properly internally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.